Event description:
The pt didn't feel well all morning. At 4:30pm they began to babble and was disoriented. Their spouse checked their blood glucose on the suspect device and obtained a result of 206mg/dl. Spouse called the doctor and was instructed to give pt 5 units of insulin. The spouse refused and took them to the ER instead. At the hosp around 5:00pm, pt glucose was 20mg/dl. Pt was treated with a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the mfg for evaluation.